Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and instrument data, the fse proactively replaced the water-bottle filter and checked the function of: waste liquid evacuation; wash/spin area (including wash volume dispense and spinner speed); tube filter and alignments; shaker bar; 4-way valve. Additionally, the fse checked all the alignments of the sample and reagent arms and transport chains, checked the slave board connection, performed decontamination and did a watertest. The cause of the discordant toxoplasma quantitative igg results is unknown. No conclusion can be drawn as to what specifically caused the discordant results. The instrument is performing according to specifications. No further evaluation of the instrument is required.

Event description:
Discordant high (false positive) toxoplasma quantitative igg (txp) results were obtained with patient samples on an immulite 2000 xpi analyzer. The laboratory tested the samples again on the immulite 2000xpi analyzer, and also on their advia centaur analyzer. The results for the repeat testing were negative and were reported to the physician(s). There were no known reports of patient treatment being altered, delayed, or withheld due to the discordant toxoplasma quantitative igg results. There were no known reports of adverse health consequences due to the discordant toxoplasma quantitative igg results